Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot , part: 323.062, lot: l623947, manufacturing site: bettlach, release to warehouse date: 17.november 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary: investigation site: cq zuchwil . Selected flow: damage / broken. Visual investigation: a portion of 9mm on the tip is broken off. The broken off part is available. There is heavy wear on the cutting blades as well as on the entire length of the side edges. Furthermore, the broken off portion was bent. Dimensional inspection: the drill bit diameter could be checked and was found to meet the specifications: document/specification review: the review has shown that the correct raw material stainless steel 440a was used and hardness of the components after the heat treatment process met the specifications. Conclusion: a length portion of 9 mm on the tip is broken off and the complaint therefore is confirmed. The visual defects on the drill bit provide evidence that the device was subjected to mechanical overload while use. The remaining cutting blades on the broken off tip are blunt and damaged and the broken off portion is bent. There is also heavy wear on the entire length of the side edges. The device in question is a multi-use instrument, therefore, the condition of the cutting blades prior to the operation in question is unknown. The important information leaflet describes the recommended instrument inspections for reprocessing operations before reusable device operations. Please also see at: https://emea.depuysynthes.com/hcp/reprocessing-care-maintenance based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2019, a drill bit broke. The broken piece was removed successfully and no pieces remained in the patient's body. It is unknown if there was a surgical delay. The surgery was completed with no adverse consequence to the patient. Patient is in stable condition. This report is for one (1) 2.0mm drill bit with depth; mark/qc/140mm. This is report 1 of 1 for (B)(4).